Event description:
It was reported that the superion indirect decompression system implant patient experienced erosion of the spinous process. The physician assessed that the patient lost height in the vertebral disc which caused the erosion issue. The patient underwent an explant procedure where the implant was removed. The explanted device was retained by the medical facility and was not returned.

Manufacturer narrative:
Block b3: date of event - approximately 01jan2025. Exact date is unknown. Block d4: lot number - good faith effort attempted to obtain the lot number, but the sales rep was unable to obtain this information. Block d6a: implant date - good faith effort attempted to obtain implant date, but the sales rep was unable to obtain this information.